Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/13/2017 device returned to manufacturer? Yes. Device evaluation: the lens was inspected by a qualified inspector using a 12x magnification. It could be seen that the lens was severely dirty and there was a small mark (scratch) on the anterior side of the optic. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched. No additional information was provided to abbott medical optics.